Event description:
It was reported that the patient underwent generator and lead replacement. The explanted devices have not been received for analysis to date.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high impedance (impedance value >= 10,000 ohms). The patient reported having neck pain. It is unknown whether the pain was occurring with stimulation. Clinic notes were received indicating that the patient has not had any seizures since being admitted to the residential facility. The notes indicate that the patient was violent and had fights with the staff. X-rays were taken and were reported by the physician to be unremarkable. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.